Event description:
On (B)(6) 2014, it was reported that the customer had high blood glucose levels. Troubleshooting was performed and the customer's insulin pump was programmed correctly. The insulin pump passed the prime test. There was a battery out limit on (B)(6) 2014. Customer does not have tubing clamps and will call back later to complete troubleshooting. On (B)(6) 2014, customer stated they had a no delivery alarm. Customer blood glucose level was 115.2 mg/dl when using insulin pump therapy. When customer called back, customer's blood glucose was 57.6 mg/dl. Customer will speak to heath care professional and review back-up plan until clamps arrive. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.